Manufacturer narrative:
Correction b5 statement. Only the pm and rv lead were explanted.

Event description:
It was reported that the patient presented to hospital with mssa bacteremia infection. The pacemaker and right ventricular lead were explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to hospital with mssa bacteremia infection. The pacemaker, right atrial lead and right ventricular lead were explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Endocarditis was added in section b5.

Event description:
It was reported that the patient presented to hospital with mssa bacteremia infection and endocarditis at device pocket. The pacemaker and right ventricular lead were explanted. The patient was in stable condition throughout the procedure.